Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosisadditional text: mechanical dysfunction due to thrombusspecific component(s) involved: pump drive unit malfunctionadditional text: no flow thru vadother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of inflow graft; replacement of pumpother intervention :implant device type: lvadmalfunction device type: